Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests. Alarm/alert manual test was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.